Manufacturer narrative:
B3: date of event is estimated. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient when the patient went to their doctor's office, the patient realized they were not getting oxygen and was experiencing shortness of breath, which then turned into a copd flareup. By the time the patient got to the ER, their oxygen level had dropped to 60. The patient was hospitalized overnight and had a bi-pap. Patient has since been released from the hospital and has no ongoing complications with their replacement device.